Event description:
Physician was attempting to direct-stent a calcified lesion in the rca. As the express2 otw 20/5.0 mm coronary stent crossed the lesion, the stent came off of the delivery balloon. The stent remained wedged and undeployed at the calcified lesion site. The physician lost his guidewire position and was unable to deploy the stent with another balloon. The pt was sent to surgery and the surgeon bypassed the stent, however, the pt's blood pressure "bottomed out." The pt subsequently expired the next day. Additional info has been requested regarding this event.